Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead reported receiving a shock. The patient also reported feeling twitching in their pocket. The patient was seen for a device interrogation. Upon interrogation, two fault codes were noted and low, out of range shock and pace impedance measurements had also been recorded. The arrhythmia logbook showed episodes of noise with oversensing for which the patient received inappropriate anti-tachycardia pacing (atp). Boston scientific technical services discussed that based on the events reported, it sounded like the rv lead had an insulation breach and that the patient needed to be seen for a system revision. Subsequently the patient was underwent a device change out procedure where the device and lead were explanted and replaced. Both products were returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. There were no arc marks noted on the device case. The device had declared a battery status of end of life (eol). Analysis confirmed that fault codes for shocking into a shorted lead and charge time outs had been recorded. An x-ray was performed which confirmed that the plasma fuse was open. This observation is consistent with damage incurred when the device output is shorted during high voltage shock delivery.